Event description:
Drive medical was notified of an incident involving a bath seat by the end user who reported the bath seat's screws securing the legs were loosening resulting in the legs to bend while in use. The end user stated that they experienced two falls associated with the reported issue and struck their head during the incidents resulting in a slight concussion. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.